Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place pump in storage mode and return it using a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.